Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint not holding clips properly. The medium-large clip applier was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed and failed. The clip was able to be held by grips, however, the grips could not release the clip. Additional observations not reported by the site: the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the medium-large clip applier instrument was ¿broken and not holding clips properly. The procedure was completed with no reported injury.